Event description:
A customer contacted (B)(4) regarding bypassing the initial drain on the homechoice machine(hc). The home patient stated she bypassed to fill 1 then contacted gts because she didn't drain during the initial drain. The technical service representative (tsr) assisted the home patient (hp) to enter the manual drain and drained out 839ml before the flow stopped. The tsr assisted the hp to resume fill 1. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported condition of bypassing to fill and skipping the initial drain before starting therapy was confirmed. The root cause was determined to be use errror. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.